Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Reporter address and establishment name: unknown, not provided. Telephone number, (B)(6). The intraocular lens (iol) was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
The customer reported that after implanting a sensar ar40e intraocular lens (iol), they noticed that one of the haptics was detached from the optics. The iol was removed and replaced with a new iol. Without any major consequences to the patient. Patient recovered without sequelae. No further information provided.